Event description:
It was reported that the insertable cardiac monitor (icm) was not storing a freeze capture. The icm exhibited under sensing. No intervention or procedure was reported. No patient condition was reported.

Event description:
It was reported that the insertable cardiac monitor (icm) was not storing a freeze capture, the icm exhibited under sensing. No intervention or procedure was reported. No patient condition was reported.

Manufacturer narrative:
Further information was requested but not yet received.

Manufacturer narrative:
Missing g3 information in regulatory report MDR-2025-27391-01, the date entered in this report is referring to the update for MDR-2025-27391-01.

Event description:
It was reported that the insertable cardiac monitor (icm) was not storing a freeze capture. The icm exhibited under sensing. No intervention or procedure was reported. No patient condition was reported.